Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low  shocking lead impedance measurements less than 20 ohms. Boston scientific technical services (ts) provided troubleshooting options. Additional information was unable to be obtained. At this time, there is no evidence that intervention was performed to mitigate the issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.